Manufacturer narrative:
Product event summary: hw22322 was returned for evaluation. The purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Review of the sterility certificate confirmed that the product was certified as sterile and non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Post-explant functional analysis confirmed that pump hw22322 met pre-implant requirements with power average consumption of 1.98 watts. Visual examination and dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Independent pathological report revealed no evidence of thrombus within the device. There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. Based on the investigation conducted, the returned device performed as intended. This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR compl aint sources. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally it was reported that the patient experienced a intraventricular thrombus.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a driveline infection. The ventricular assist device (vad) was exchanged. The patient is a participant in the vad (B)(6) trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR compl aint sources. If information is provided in the future, a supplemental report will be issued.